Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. Note: the date of the event is unknown. The date reported is the date abbott diabetes care became aware of the issue. It should be noted the customer had expired test strips (lot # 1169442, exp. Jul 13, 2011).

Manufacturer narrative:
The returned meter was investigated. Control solution testing was performed. All results were within range specification and no errors were observed. Slow fill issue was not observed. No new issues were observed. The complaint is not confirmed.

Event description:
On (B)(6), 2011 a customer reported that her freestyle lite glucose meter "takes longer to test than normal". The caller reported an injury was related to this issue, but declined to answer any additional questions or provide further information. Therefore the nature of the injury is unknown. There is no report of death or permanent impairment associated with this event.